Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the procedure was being performed in the operating room. The sheath was placed into the patient's internal jugular. While floating the swan ganz catheter, the valve was leaking on the sheath. They were able to complete the procedure even with the leaking issue. There was a delay in treatment with no patient harm and no patient death or complications were reported.